Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment, was not returned for evaluation. The reported problem could not be confirmed with a visual or functional evaluation due to the device not being returned. A review of relevant log files and screenshots was performed. The communication failure at the unlock screen was confirmed. As this error is classified as unrecoverable, the case was automatically aborted and an internal error presented. This type of error occurred multiple times with the drill initially used on this day. A relationship between the reported event and the device was established. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a faulty encoder connection in the exposure motor drill. The drill was received for testing and issues found. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up for a cori assisted tka surgery, the real intelligence robotic drill had a communication failure at unlock screen, followed by internal error when exiting case. They proceeded to created a new case, but could not clear. They tried to restart the system but the issue persisted. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.